Event description:
A customer reported reagent probe wash condition codes were posted on their vitros eci analyzer. This type of malfunction could cause biased results to be reported on an assay that may influence physician action. There was no report of pt harm as a result of this event.